Event description:
Customer's husband reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was between 900 mg/dl to 1000 mg/dl. Customer was treated with insulin and potassium drips at the hospital. Customer also reported that the quick sets are bent and stated that the tape from the quick sets have been sticking to the side of the serter. Customer's current blood glucose level is 500 mg/dl and has treated with a manual injection. Customer stated that she feels like vomiting and passing out. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.